Manufacturer narrative:
Argus case (B)(4). Quality assurance department on 16 sep 2019, investigation for issue no (B)(4): customer does not provide a lot number, so no investigation can be performed. The minimum information required to perform an investigation was not provided.

Event description:
Uses product more than once a day [device use beyond labeled duration]. Swallows product [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of device use beyond labeled duration in a female patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown for prosthesis user. This case was associated with a product complaint. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced device use beyond labeled duration, accidental device ingestion (serious criteria gsk medically significant) and product complaint. The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the device use beyond labeled duration, accidental device ingestion and product complaint were unknown. It was unknown if the reporter considered the device use beyond labeled duration and accidental device ingestion to be related to corega (unspecified denture adhesive or denture cleanser). Additional details: the patient used corega was pretty bad and had been used it for two months for his prosthesis. The patient had to eat all cold food because with warm food it melts and the prosthesis falls off. The patient applied it once a day and it was not like that, he put some on in the morning, at noon and before went to slept. Follow up information was received from quality assurance department on 05 sep 2019: quality report was received with the instruction that the issue-(B)(4) was to be dismissed because the verbatim was not related to the reason for the claim. Device type for corega was changed to unknown. Combined follow up for 2 and 3 information was received from quality assurance department on 16 sep 2019: qa analysis revealed the complaint to be unsubstantiated for issue no (B)(4).